Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cardio vascular valve replacement, the new pledgets were inspected to be too thick and very stiff. The new pledgets were making the valve not sit correctly in patient. Another suture was used. There was no patient injury.